Manufacturer narrative:
For the two complaints, both lot numbers were provided, and lot history reviews were performed. Of the 2 reported malfunctions, no devices were returned for evaluation. Therefore, the investigation is inconclusive. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 700515.chronic catheter allegedly experienced peeled. These reports were received from various sources. Both malfunctions did involve patients with no reported patient injury. The patients age, weight and gender were not provided.